Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. The 3.5x16mm taxus express2 des delivery system was unable to cross the unspecified target lesion and the edge of the stent was deformed. The procedure was completed with a different device. There were no pt complications and the patient's current condition is listed as "good". Additional info was requested but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.